Manufacturer narrative:
The device was sent to bench repair. The problem was confirmed. The device evaluation found the paddles had ECG conductive gel on them. The gel was removed and the device returned to normal operation. This is a use issue where the customer does not properly clean the conductant gel from the surfaces of the external paddles which results in a build-up of gel. There is no indication of a systemic problem or any health risk; no further investigation or action is warranted. The device was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the paddle contacts having ECG gel on the conductive surfaces. The reported problem was confirmed. The device was operational after the external paddles were cleaned. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device does not deliver shock. There was no patient involvement.